Event description:
This device is at eri indication and was explanted. High thresholds were noted on the associated lv lead, which was also removed. Both products were replaced with competitive devices. The hospital has retained this device and no additional information is available. Should additional information become available, this event will be updated.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. Should any additional information become available, this report will be updated. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.